Event description:
Per the surgeon, this patient's device was explanted (surgery date unk) due to skin flap infection and fistula. The patient was not using the device.

Manufacturer narrative:
This is a final report.